Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer) . Alma lasers investigated the reported event and contacted the user facility to obtain pertinent information related to the event, including but not limited to, patient's age, gender, medical history, relevant lab results, treatment parameters, pre and post treatment photos. The user facility shared the patient's age, gender, medical history and treatment parameters used with alma lasers. However the user facility is not willing to share any photos or any other additional information. In absence of photos it was impossible for alma lasers to conduct medical assessment of the injury. Therefore alma lasers relies on the user facility's physician for the clinical diagnosis of the patient. The physician diagnosed it as a third degree burn and stated that the patient required skin grafts. At this time there is no additional data available on the patient outcome. Alma lasers is submitting this report in good faith efforts. The treatment parameters were evaluated by the clinical expert. Total energy delivered (reported as 1kj) is excessive for small areas such as glabella as reported in this case and that may explain the root cause of the adverse event. The evaluation of treatment parameters used for this event that occured in (B)(6) 2015 does indicate misuse. However, the physician has continued to use the subject device without any other adverse events. Therefore the device was not evaluated.

Event description:
As introduced by the complainant (user facility), the patient (skin type ii) required skin grafts for third degree burns following hair reduction procedure. The incident occured in (B)(6) 2015 however it was reported to alma lasers only in september, 2016.